Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were less responsive. Customer¿s blood glucose level was unknown. Customer also reported scratches on screen display, diminished battery life, changing weekly, had rejected new batteries and had to press buttons more than once to respond also had random no delivery alarms. The device will not be returned for analysis.